Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 1 device was received. 2 devices investigation type have not yet been determined. Evaluation status: not confirmed. 1 reported event was not confirmed during testing; however: 1 device was found to be affected by internal corrosion. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 3 previously reported events are included in this follow-up record.   Product return status 2 devices were received. 1 device was not available for evaluation.   Event confirmation status 2 reported events were not confirmed. Evaluation results 2 devices were found to be affected by internal component corrosion.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.